Event description:
The customer reported that the ortho provue analyzer interpreted a positive antibody screen result as negative. The issue occurred in 2008. Visual inspection of the gel card showed the reaction was positive. Passively acquired anti-d was identified. The patient was confirmed to have received rhogam in 2008. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the reader camera alignment was out of adjustment. The fe performed adjustments to the reader camera and created a new reference image to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.